Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the top aligner is cutting at the gum at their second to last molar on the right side. Provided filing tip and advised patient to reach back out if the filing did not help with the top aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.